Manufacturer narrative:
The user reported discrepancies between their cgm and bgm readings and mentioned receiving a glucose suspend alert, which prevented them from using the system. In an associated complaint (MFR#: 3009862700-2025-01608), the user received glucose suspend alerts and confirmed that calibrations were being performed correctly and that they were not taking any medications that could affect the readings. The insertion site was off-label on the abdomen. Customer care educated the user about lag and early-day variations. The case was escalated to next level support. After further review, a sensor replacement was approved under the complaint in which the user received the glucose suspend alert. However, RMA was not received, and no further investigation could be performed. The dms review showed that the user had not used the system since on (B)(6) 2025, due to persistent glucose suspend alerts. B4. Date of this report 08 dec 2025. G3. Date received by the manufacturer? 08 dec 2025. H6. Type of investigation updated to 4111,4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.